Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device mesher was bent. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the device mesher was bent. On (B)(6), 2017, it was clarified that the issue occurred (B)(6), 2017 during surgery. The event was not identified immediately upon opening the device and before first use and did not occur during the first ever use of the device. The device has not been repaired by anyone other than zimmer biomet and there was no other device used to complete the procedure. There was no adverse event associated with the failure and there was no extension or delay to the surgical procedure. There was no harm or injury to the operator. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by on (B)(6), 2017 revealed that the calibration and test cut could not be taken due to the damaged comb. The roller, gear, and left side plate were damaged. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device mesher was bent¿ was confirmed since during the initial inspection it was noted that the comb was damaged. The root cause of the reported event was due to a damaged comb. The cause of the damaged comb cannot be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.